Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device cutting wire broke upon bowing. There was no part of the device detached inside the patient. A second hydratome rx 44 was used to complete the procedure. There were no user injury nor patient complications reported as a result of this event.